Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from the date of manufacture 10/03/2006 to the present date 12/28/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair.

Event description:
The customer reported "check IV set". No further information available and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported "check IV set". No further information available and no patient involvement.